Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that an audible alarm was triggered for the right ventricular (rv) lead due to high superior vena cava (svc) impedance. It was determined that the svc impedance rose from approximately 50 ohms to 166 ohms. In addition, the rv coil impedance also increased up to 97 ohms. A possible lead fracture is suspected. The rv lead was replaced with an rv pace/sense lead and the system was downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the svc (superior vena cava) defibrillation coil were beyond the expected upper range. The analyst noted the rv defib impedance jumped from less than 50 ohms to 90 ohms. The svc defib impedance was 193 ohms.